Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to power supply issue. A field service engineer replaced the power module and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a power failure. The customer stated that the station was offline. There was no delay in dispensing the medication since the user was able to get the medication from another station.there were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a power failure. The customer stated that the station was offline. There was a delay in dispensing the medication since the user was able to get the medication from another station. As per part investigation, it was determined that there was thermal damage observed on power supply board. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, section e initial reporter occupation and other occupation, section g reporting office contact and report source, section h device manufacture date. Additional information: section h imdrf codes, section h manufacturer narrative. A review of the complaint history for s/n (B)(6) was performed in salesforce which didn¿t locate one similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture of 10-feb-2023. This review confirmed that the device has not been returned for service and that there is no production failures associated with it that would correlate with the customer-reported issue. The report of the station being offline was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results according to work order 01799530, the field service engineer replaced the power module assembly because the station was offline; it was determined that the malfunction occurred due to a power module assembly issue. Visual inspection revealed no obvious damage laboratory testing was performed on the power module assembly; the test was unsuccessful as the power module assembly failed to power on. The power module assembly was disassembled; internal inspection revealed thermal damage on the power supply board. Electrical measurements of the power supply board fuses observed that the f2 fuse was open indicating a failed component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).